Event description:
Information received with return of the device does not address the patient's clinical status but notes that when the pacemaker was put into the pocket at implant, there were no pacing spikes. Telemetry showed a lead impedance of 1990 ohms. When the pacemaker was taken out of the pocket, pacing resumed.~~~~~~~